Event description:
It was reported that the bd bactec¿ plus aerobic/f culture vial gave a false positive test result. There was no indication that results were reported out, and there was no patient impact. The following information was provided by the initial reporter: passage of blood under the disc of the culture medium and the bottom of the vial resulting in positivity of the vial within 40 minutes after insertion of the vial. After filling the vial with blood, the vial was evaluated positive and one discovered blood between the bottom of the vial and the culture. What confirmatory testing was performed and what was the result? None, visual blood detected between bottom and culture in vial indicates a non conform product. Were results reported to a clinician? No. Were any patients treated based on erroneous results? No.

Manufacturer narrative:
Initial reporter zip: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd bactec¿ plus aerobic/f culture vial gave a false positive test result. There was no indication that results were reported out, and there was no patient impact. The following information was provided by the initial reporter: passage of blood under the disc of the culture medium and the bottom of the vial resulting in positivity of the vial within 40 minutes after insertion of the vial. After filling the vial with blood, the vial was evaluated positive and one discovered blood between the bottom of the vial and the culture. What confirmatory testing was performed and what was the result? None, visual blood detected between bottom and culture in vial indicates a non conform product. Were results reported to a clinician? No. Were any patients treated based on erroneous results? No.

Manufacturer narrative:
H.6. Investigation: customer reported blood under the sensor and a false positive result. Six photos were received with sensor adhesion defect. Bd was unable to duplicate customer¿s experience with the bactec product. Retention samples were visually inspected with satisfactory results. Batch/sensor history records were reviewed, and all testing were within specification for product release. Blood background was performed with satisfactory results unconfirmed for false positive. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Sensor adhesion scrape test is performed to each sensor batch as part of release criteria. Complaint is confirmed based on photos received for sensor adhesion defect. The vision system is challenged prior each lot. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. CAPA#2882676 was initiated to further investigate these types of complaints and determine any appropriate actions to reduce their occurrence. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.